Manufacturer narrative:
Additional information: section h manufacturer narrative, imdrf annex codes and section b describe event or problem and section d device available for eval, returned to manufacturer on. Part analysis: the reported condition of pyxis medstation es - drawer 4.2 broken was confirmed by field service engineer (fse) and subsequently confirmed in the dchu testing and inspection process. According to work order (B)(4), the field service engineer (fse) arrived on-site with a replacement half-height drawer and determined that a replacement drawer was warranted. Upon inspecting the replacement half-height drawer in rx, the fse found that the drawer divider plate was out of place and prevented drawer 2 from closing. The fse disassembled the replacement drawer, reinstalled the divider plate, and identified a damaged pmc (pyxis module controller), which was replaced. At the station, both drawers were found to be off bus due to damaged retractor bands. The fse manually removed all pockets from the installed drawer and transferred them to the repaired replacement drawer. The fse verified functionality in the application and hardware test application (hta) diagnostics, and no issues were observed. During dchu visual inspection: pn 354825-01: the unit was received with physical damage, specifically the flat flex cable from the retractor, which was found displaced from its internal mounting within the drawer back panel and protruding outside the assembly. Pn 151630-01: the unit was received with physical damage, specifically with capacitors c203 and c204 missing from the pcba, with evidence of component detachment observed at their respective locations. During dchu testing: pn 354825-01: the returned smart cubie drawer hh 24-12-4 was placed on an esd protected surface. During external inspection, damage to the retractor band was observed. The unit was opened from the back panel, where both retractor bands were found with physical damage, revealing burnt copper strand within the flat flex cable due to thermal damage. Based on these findings, no functional testing was required. Pn 151630-01: no dchu testing was required due to evidence of physical damage, specifically missing capacitors c203 and c204 from the pcba. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint pyxis medstation es - drawer 4.2 broken was identified as physical damage to the retractor bands, resulting in a burnt copper strand within the flat flex cable due to thermal damage. Additionally, the failure of the pcba pmc v1.06/v0.09bl hh was due to physical damage, specifically capacitors c203 and c204 missing from the pcba, with evidence of component detachment observed at their respective locations.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 4.2 was broken. The customer stated that there was a delay in patient care. As per part investigation, it was determined that physical damage to the retractor bands, resulting in a burnt copper strand within the flat flex cable due to thermal damage and failure of the pcba pmc v1.06/v0.09bl hh was due to physical damage, specifically capacitors c203 and c204 missing from the pcba, with evidence of component detachment observed. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.2 was broken. A field service engineer (fse) arrived on site with a replacement half-height drawer after consultation with the point of contact (poc). Upon inspection of the replacement drawer in the pharmacy, a misaligned divider plate was identified, preventing proper closure of drawer 2. The fse disassembled the drawer, corrected the divider plate, and identified a damaged pyxis module control (pmc), which was subsequently replaced. At the station, both drawers were found to be off the bus due to damaged retractor bands. The fse manually removed all pockets from the existing drawer and transferred them to the repaired replacement drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 4.2 was broken. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.